Event description:
It was reported that a large volume infusor had suspended particles into the solution. The device was filled with an unspecified amount of a cytostatic drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, a photograph of the device has been received and photographic evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4), a CAPA was referenced for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from september 13, 2014 to september 14, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the picture sample revealed no evidence of particulate matter. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.